Event description:
During fill tubing, the customer noticed large gaps of air within the tubing and pigtail. The customer had changed the cartridge and was able to resume insulin. The customer does not know if her blood glucose level was impacted.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.